Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics while hospitalized (no further details were known by the pdrn). Three days later, the patient was discharged from the hospital. On an unknown date, the patient recovered from the peritonitis event. On an unknown date in the same month, pd therapy was discontinued and the patient was started on hemodialysis for unknown reasons. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).